Event description:
The customer reported a false positive architect stat high sensitive troponin-I result for one patient sample. The following data was provided: initial troponin-I result = 0.077 ng/ml; repeat result = 0.002 ng/ml (reference range = 0 - 0.034 ng/ml) there was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and determined the valves, manifold kit (rohs) were leaking and the likely cause of the elevated result. The part was replaced to resolve the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6)revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect i1000sr did not identify any trends. A review of tracking and trending for the valves, manifold kit (rohs) did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect i1000sr for serial (B)(6)or the valves, manifold kit (rohs) were identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section g1 contact information was updated to reflect the current contact (B)(6).

Event description:
The customer reported a false positive architect stat high sensitive troponin-I result for one patient sample. The following data was provided: initial troponin-I result = 0.077 ng/ml; repeat result = 0.002 ng/ml (reference range = 0 - 0.034 ng/ml) there was no impact to patient management reported.